Event description:
It was reported that the lead helix would not extend, and that the doctor had to cut the lead to "retain access". The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the helix will not extend or retract due to the distal conductor distortion within the connector. It was observed that several conductors were distorted, the lead including the distal and proximal conductors was stretched, and blood was present on the distal conductor and in/on the helix mechanism. Full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.